Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the el5ml was returned for analysis in good physical condition. Upon visual inspection, the instrument was noted to have excessive dried body fluids. During the analysis, the device was cycled and no clips were fed into the jaws; therefore the lockout mechanism could not be tested. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, excessive dried body fluids were noted to be inside the handles and the shaft of the device. It is possible that the dried body fluids could have prevented to proper feeding of the clips into the jaws, as well as the correct formation of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during a laparoscopic cholecystectomy procedure no clips deployed upon firing on cystic artery. After multiple firings over vessel, jaws severed artery. Same like product was used to proceed. No patient consequences reported.